Event description:
Reported as: "surgeon noticed a leakage from the band after placing device." Surgery was completed with back-up device. No injury to the patient.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded as whole lap-band system after surgery by the reporter. Based upon the implant date provided the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of a damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery." "Deflation of the band may occur due to leakage from the band, the port of the connector tubing."